Event description:
Customer reported on (B)(6) from the us that the elvie stride was leaking. The cutomer also mentioned that they had developed mastitis although it is not known if this is related to the issues they experienced with leaking. Customer was seen by a healthcare professional who was prescribed antibiotics for treatment of mastitis symptoms.

Manufacturer narrative:
Chiaro has conducted a literature review ((B)(4)) on the link between breast pumps and mastitis in which several literatures relating to the risk factors and causes of mastitis were reviewed. Althoughs ome evidence points to a higher rate of occurrence in women using breast pumps versus those are breastfeeding, the overall guidance states mastitis was caused by milk stasis and could be cured by effective milk removal, this may suggest that the mastitis was a cause for breast pump use rather than the breast pump causing mastitis. We can conclude that it is unlikely that a breast pump is the origin of any infection. The customer care team have provided trouble shooting advice to the customer and are attempting to clarify which part is leaking before determinng which part can be replaced. Currently, the device is still in use with the customer. If any additional information is found to support the investigation, a follow up report will be sent.